Event description:
It was reported that left ventricular (lv) lead was exhibiting possible loss of capture (loc). Technical services (ts) was consulted and noted odd beats fusing with intrinsic conduction. Ts couldn't rule out or confirm loss of capture (loc). The device remains in service. No adverse patient effects were reported.